Event description:
The manufacturers representative reported a volume discrepancy of greater than 25%. A catheter dye study was done and found the catheter to be patient. Roller studies were done twice and no movement of the rollers was seen. A follow up report will be sent when additional information is recieved.